Event description:
The customer reported a leukoreduction failure on a filtered red blood cell (rbc) unit from a whole blood collection. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the customer stated there were no deviations from their normal process when filtering the unit. It filtered within the appropriate amount of time, rbcs did not flow through the bypass line and when burping the air the blood did not go back in the filter. The customer returned the rbc unit post-filtration. The filter is not available for return as it was discarded immediately post-filtration. Investigation evaluation and corrective action are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the filtered blood bag, minus the filter and bypass line, was received for investigation. An investigation into the filter performance was not possible, because of the missing filter. The manufacturing records, test records and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specifications. There have been no other similar complaints against this production lot number. Root cause: the root cause could not be definitively determined based on the returned section of the disposable set, and could not be identified in the manufacturing process based on the lot records.